Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No excessive no delivery alarm could be confirmed due to unresponsive buttons. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for no delivery. Some buttons on the insulin pump are unresponsive. Blood glucose reading was 104 mg/dl. Customer stated that he was working outside today. Advised that the insulin pump will be replaced. Nothing further reported.